Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 3.5 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient had an ischemic stroke and became "haemorgic" and died on an unknown date. No additional information was provided.

Manufacturer narrative:
Evaluation results: (death). Other lack of information (events leading to the death are unknown, no operative reports or discharge summary were provided). Conclusions: other lack of information (events leading to the death are unknown, no operative reports or discharge summary were provided).